Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the nurse placed the catheter successfully to the patient. After flushing, the extension tubing was clamped. It's noticed that the extension tubing was broken when injection.

Manufacturer narrative:
H.6. Investigation: a device history report was conducted for lot number 8297599. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records lot was manufactured february 6, 2018, and this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally the device that was returned to us by your facility, was subjected to leakage testing; no leakage was observed under product specifications. Our engineers also attempted to duplicate this event by testing the interaction between the extension tubing and the connected pinch clamp. After thirty iterations of this testing our engineers were unable to duplicate the reported failure mode. Unfortunately based on our results, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the nurse placed the catheter successfully to the patient. After flushing, the extension tubing was clamped. It's noticed that the extension tubing was broken when injection.